Event description:
As reported: "hardware failure necessitated additional surgery. In addition, leg traction was applied prior to surgery. During this procedure, the failed plate was replaced with a new rod inside of my femur."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.